Event description:
Information was received which clarified that the pulse generator was replaced prophylactically. Analysis of the returned lead revealed coil breaks in both the positive and negative quadfilar coils. The coils had extensive pitting at the break points and on the coil surfaces. Evidence of stress induced fracture with mechanical damage was identified. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Abraded openings in the silicone insulation were observed in both the outer and inner insulation tubes of the lead near the break location. The lead assembly has dried remnants of what appear to have once been body fluids inside outer silicone tubing. With the exception of the observed discontinuities the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. Analysis of the returned pulse generator revealed no anomalies. Review of the memory information downloaded from the generator confirms that high impedance was detected by the generator consistent with the report of high impedance from the providers.

Event description:
It was reported that a patient underwent full system revision on (B)(6) 2015 due to high lead impedance which was first observed on (B)(6) 2015. During the revision surgery the physician observed a lead fracture in the electrode area which he attributed to the patient's breast growth due to pregnancy. X-rays images from (B)(6) 2012 and (B)(6) 2015, described as before and after, were submitted to the manufacturer for review. The x-rays indicated that the generator and lead had migrated due to patient anatomy change. No gross lead fractures were observed in the x-rays, however, the lead is observed to be pulled inferiorly and medially due to the patient's anatomy change. After replacement the lead impedance was noted to be 1391 ohms. The pulse generator was replaced due to battery depletion. The explanted pulse generator and lead have been returned to the manufacturer and are currently undergoing product analysis.